Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The caregiver of the end user stated a bolt is loose where the boom attaches to the mast.